Event description:
The intralase fs laser was used to create a corneal flap for lasik surgery. Postoperatively the patient presented with diffuse lamellar keratitis (dlk) right eye only. A flap lift and rinse was performed postoperatively. The patient responded to treatment and the dlk has resolved. The patient's preop bcva was 20/20 and the most recent postop ucva was 20/20.